Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Reportedly, customer performed supply change to address the issue. Customer's blood glucose was 200-400 mg/dl.